Manufacturer narrative:
Compromised force sensor system alarmed during the basic occlusion test due to loose and or protruded drive support disk. The occlusion, prime and excessive no delivery test was unable to be conducted due to compromised force sensor system alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm on their insulin pump. The customer's blood glucose level was 192mg/dl. The customer states insulin was squirting out during manual prime. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.